Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent an endovascular treatment for subacute type a aortic dissection (debakey type iiia, non-communicating) using a gore® tag® conformable thoracic stent graft with active control system (ctag ac). The ctag ac was deployed just distal to the left subclavian artery (lsa), but the lsa was unintentionally covered by the partially uncovered stent of ctag ac. Blood flow into the lsa decreased, but no treatment was given and a wait-and-see approach was taken. As reported, the physician attempted to place the stent graft as close to the lsa as possible. This resulted in going too far proximally and unintentionally covering the lsa. There was no stent movement/migration. In the early morning on (B)(6) 2022, the left brachial artery was partially occluded. In the afternoon on the same day, an additional emergency endovascular treatment was performed. A bare-metal stent was placed in the lsa and inflated by a pta balloon. Thrombectomy by a fogarty catheter was performed for the left brachial artery. The patient tolerated the procedure.

Manufacturer narrative:
The following information was requested but was not made available- weight, date of birth, pre-existing conditions and medications. (B)(4) - the medical device remains implanted and was therefore not available for return and evaluation.

Manufacturer narrative:
G3/g4 date received by manufacturer: 10-may-2022 ¿ manufacturing record reviews were completed in full on this date. H6: code 213, no device problem found ¿ a review of manufacturing records verified that the lot involved in this event met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events/complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to: stent graft: improper placement and branch vessel occlusion or obstruction.